Event description:
A us distributor contacted zoll to report that a (B)(6) patient was experiencing red, itchy areas under the therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient was prescribed cetericin by a physician. Follow up indicated that the irritation has healed.